Event description:
It was reported to nova biomedical that a consumer received a result of 375 mg/dl on their blood glucose meter at 10:00pm. The consumer administered 7.3 units of insulin based on his reading. At 10:30pm, the consumer tested again getting a result of 400 mg/dl and administered an additional 2 units of insulin at 11pm, the consumer tested again getting a result of 408 mg/dl and did not administer any insulin because he was not feeling well. Subsequently, the consumer experienced a hypoglycemic event which required medical intervention. His friend drove him to the emergency room. When he arrived, they tested him on the hospital blood glucose meter getting a result of 25 mg/dl. He was treated with IV and peanut butter crackers. It was found during the call, the consumer is storing his test strips in the bathroom which is against our directions for use. Humidity can alter the integrity of the test strips. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation. A follow-up report will be filed.